Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change-out due to normal eri, imaging of the rv lead revealed externalized conductors. No other anomalies were detected. The lead remains implanted. The patient was stable and will continue to be monitored.